Event description:
It was reported to medtronic minimed that the customer experienced a significant discrepancy between sensor glucose (sg) and blood glucose (bg) readings, with an sg value of 99 mg/dl and a bg value of 249 mg/dl a difference of 150 mg/dl, which is outside the target range. The event involved product(s) mmt-1884, mmt-332a, mmt-5120a and mmt-7040a. The customer attempted to calibrate but the calibration was not accepted. The customer was able to upload data to carelink. The customer declined further troubleshooting. No further patient complications were reported. Mmt-1884, mmt-332a, and mmt-7040a were not expected to return. Mmt-5120a was expected to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.